Event description:
Bilateral indirect inguinal hernia repair, (B)(6) old female with ethicon ultrapro partially absorbable lightweight mesh. During and immediately after absorption period only: groin numbness. Severe pain wrapping under pubic bone. Leg collapsed couple times. Mild pleural effusion. Severe shortness of breath. Palpitations. Disorientation--couldn't remember how street lights worked when tried to walk. Intolerance to almost all food--severe nausea and almost black-out dizzy; had nothing but blended veggies and little fruit for 2-3 months. Bronchial constriction for scents. Throat and tongue swelling from diflucan. Other new allergies. Open sores on shins. Severe fatigue. Frequent low grad infection. Unquenchable thirst. Urge to pace some nights. Irrational thinking. Wide awake for 2-3 nights and days a couple times, other times slept 20 hours. Ongoing (some periodic): swollen glands in groin, periodic in neck and armpit. Very sharp pain and swelling labia. Raynaud's began and keeps getting more painful. Calcium deposits in groin. Mild edema in pubic region and thigh. Groin pain and rigidity. Painful tugging if I try to relax the area, so I must always be tense. Full, pressing feeling in groin. Sometimes sharpness extending into inner thighs. Itchy under skin over mesh. Shooting pain down inner thigh to toes, periodic severe pain shooting up to shoulder blade/neck. Constricting fascial bands around hips and thigh and across front body. Lumpy under skin. Occasionally oozing sinus tracts in groin. Heart jolts. Swollen veins from thigh to breast. Drops in b.p. And blood sugar. Sharp pains around ovaries. Mild vein swelling around fallopian tube. Intolerance to artificial or strong scents. Lung and flank pain. Dysmotility of digestive tract (before and for a long time after surgery, very bad constipation, but for last couple years just feeling of poor blood flow or innervation to stomach--must rub inner thigh to get stomach to process sometimes, otherwise food just sits in there). Lack of appetite. Multiple periods of rapid weight loss. Nausea. Deep ear pain. Periodic weakened vision and floaters. Fogginess. Dizziness. Aching joints. Nerve pain and crunchy achiness in feet. Mild arthritis. Moderate fatigue. Diminished sexual sensation. Insomnia. Very painful and compressed sitting with thighs 90 degrees to torso--hard to breathe. Smelly and cloudy urine with no uti. Loss of social life. Not working. Anxiety about doctors. Adrenal issues. I suspect I'm generally intolerant to foreign bodies--just prior to hernias, two paraguard iuds in a row pressed very painfully into cervix and required removal, some difficulty with contact lenses. With constipation after surgery, I probably had diminished ability to eliminate the absorbable chemicals from my system and therefore they lingered longer and tried to push out through skin, lungs, kidneys and I don't think I've fully eliminated them. I only recovered from the initial symptoms after beginning detox baths, dry skin brushing to move lymph fluid, and other detox methods. Symptoms worsen whenever I get away from doing these, but I can never become entirely well. I suspect I've had a chronic biofilm infection because I can manage bad lung, heart, flank, and lymph node flare-ups with echinacea and raw garlic. I'm seeking a surgeon to remove and examine mesh and plan to have tests for further autoimmune development and biofilm detection.